Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2016 the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 85 mg/dl with confusion and diaphoresis as a result of infusing 40 units of insulin while still attached to the pump during the rewind, load and prime step of pump preparation while half asleep. The patient reportedly consumed two sodas and was subsequently seen in the hospital emergency room and treated with intravenous glucose and intravenous fluids. No pump malfunction was indicated. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with the training/misuse issue of priming the pump while still attached.